Manufacturer narrative:
The loaner device was returned to an olympus repair center, where the reported issues were found and confirmed due to two faulty circuit boards. In addition, one of the circuit boards was causing a reddish tint to the image, and a loose connection was causing a flickering image. A damaged foot, rusty wires, and dust in the unit were also found. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
No complaint allegation has been reported to olympus from an end user facility; this MDR is being submitted due to no image or front panel light generation found on a evis exera ii video system center loaner unit during inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was an image failure and front panel light-emitting diode (led) failure due to two faulty circuit boards. However, the definitive root cause of the two faulty circuit boards could not be determined. Olympus will continue to monitor field performance for this device.